Event description:
It was reported that the screen of a patient¿s liberty select cycler turned gray when the patient tried to set up their peritoneal dialysis (pd) treatment. The patient tried to reboot the cycler a couple of times but the cycler got hot and had a burning smell. The patient powered off the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but has not been obtained. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified..

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self-test) was performed and completed with no problems or failures. There was no burning smell encountered during the test. The cycler underwent and passed a hipot test, voltage check test, safety analyzer check and patient safety test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a review of the device history record (DHR) found a blank screen occurred during test and calibration on 11/08/2021 and the front panel was replaced on 11/11/2021 and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.